Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned before a new system implant. An x-ray confirmed that the lv lead had migrated into the main coronary sinus and showed loss of capture and sensing issues. The new system was successfully implanted. No additional adverse patient effects were reported.